Manufacturer narrative:
The test was on fecal sample. Investigation by rapids qc did not confirm the customer complaint. Service explained the importance of proper buffer addition technique to the customer. The customer noted that they may not have performed the test as per the product instructions.

Event description:
A customer reported to beckman coulter inc., (bci) to report receiving negative test results with colon cancer patients that were tested with hemoccult ict. The result was not reported out of the laboratory; hence, no injury or death has been reported in connection with this event.